Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Event description:
It was reported that the customer was treated by her doctor for hyperglycemia. The customer stated that she had been having problems with elevated blood glucose levels. The customer's perceived cause of event was an issue with the insulin pump. Programming was correct. Troubleshooting was performed and the insulin pump passed the fixed prime test. Nothing further was reported.